Event description:
Healthcare professional reported through the ansm "rupture" and "stage 3 shell in both breasts: the breast is hard and deformed, but no pain.". This rescord is for the left side, device explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.